Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.021, lot u355748: manufacturing location: supplier-(B)(4)/ inspected, packaged and released by: monument. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection, it was observed that the distal tip of the device was broken. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. A functional test was not performed on the returned device as the mating devices were not returned. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a tfna procedure, the surgeon reported binding between the drill bit and the nail when opening the lateral cortex for the fenestrated screw. The surgeon confirmed the nail degree and aiming arm matched with a drop test and conducted with both guide sleeves / trocars. Currently, it is suspected this occurred due to perhaps two things: first, a very slight flexion between the aiming arm and the insertion handle when adjusting for anteversion. With a tight incision that adjustment could push the deep tissue against the trocar, and the small flex could cause misalignment. During this case, however, he did not have to adjust much if at all. Second repeated forceful mallet blows can sometimes back out the connecting screw between the handle/nail enough to allow for minute play between the two. So, we're getting screw backing out but it's our suspicion, otherwise, we need to report this. No one else was hurt. There was no time loss maybe a couple of seconds. The procedure was completed successfully. The patient outcome was fine. Concomitant device reported: unk - impaction inst: hammer/mallet: (part# unknown; lot# unknown; quantity: unknown) this complaint involves nine (9) devices. This report is for (1) 10mm cannulated tapered drill bit this is report 4 of 9 for (B)(4).